Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18284.

Manufacturer narrative:
Per new information received, it was confirmed that there was no problem with the device. The customer was only inquiring about the warranty of the device. Therefore, this record is no longer reportable.

Event description:
Philips received a complaint by the customer on the v60 indicating that primary alarm failed. It was reported there was no patient involvement, at the time the issue was discovered. The investigation is ongoing.